Event description:
Errors on broselow tape model 36-23446 rev 3 #1. Flumazenil dosing on one of the dosing tables towards the beginning of the card lists the dose as 0.1 mg/kg. (The dose should be 0.01 mg/kg). #2. Vecuronium on one of the dosing tables towards the beginning of the card, for the "pre-rsi" indication, lists the dose as 0.1 mg/ml (should be mg/kg). - the vecuronium dose under the post-rsi is correct right below it.